Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that all the keypad buttons were intermittently unresponsive and difficult to press. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/10/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that all buttons were intermittently unresponsive and required multiple presses to elicit a response. The bolus button was unresponsive. There was evidence of keypad contamination found under the all contacts. The bolus button cover was removed and the internal plug contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.